Manufacturer narrative:
Method: risk assessment; results: the stryker rep reported that the surgeon did not prepare the holes prior to implanting the screw. The surgical techniques recommends the use of drill guides with either screw type (fixed or variable angle) to ensure a proper angle and function of the locking mechanism. Conclusion: the probable root cause is not using the drill guides.

Event description:
It is reported that; using a plate, doc had trouble inserting the last screw for the patient's left, superior hole of the plate. Had to re-direct the screw. Upon final-tightening, noticed the ring was damaged. Had to tear off the ring before removing the screw, then he chose a rescue screw for the hole. There is currently no ring on the plate for that hole. Plate and rescue screw are staying implanted. Doc will closely monitor if screw backs out.

Event description:
It is reported that; using dynatran plate, doc had trouble inserting the last screw for the patient's left, superior hole of the plate. Had to re-direct the screw. Upon final-tightening, noticed the ring was damaged. Had to tear off the ring before removing the screw, then he chose a rescue screw for the hole. There is currently no ring on the plate for that hole. Plate and rescue screw are staying implanted. Doc will closely monitor if screw backs out.